Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08740 inches. Device received with pillowing keypad overlay and cracked select button keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was hospitalized on (B)(6) 2021 for two days due to high blood glucose level and diabetic ketoacidosis. The customer had blood glucose level of 880 mg/dl and customer received treatment of intravenous insulin drip and insulin shot. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer had issue with infusion set and reservoir. The customer received insulin flow blocked alarm when delivering insulin and site had begun to leak and also noticed condensation. The insulin pump will be returned for analysis. Frn-mmt-332-rsvr, unomed inf set.